Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no steps were taken to resolve the inadequate pain relief and quick implant depletion. The patient indicated that they wished one of the manufacturer technicians could help them. The issue had not yet been resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that since the patient's implant, they haven't been receiving the pain relief that they need. Pt said they weren't sure when, but their pain management doctor contacted medtronic representatives (rep) regarding the issue. Pt said that they have had reprogramming done with 3 different techs. Pt said the first reprogramming was done early this fall and said that they didn't feel the programming was consistent. Pt mentioned keeping two programs and adding program c; pt said program c doesn't do anything. It was understood that program c doesn't help with the pt's pain. Pt said that they were in program a and the program drains their implant battery fast. Pt said that if they let the implant go by morning the implant battery is below 30%; it was understood that the pt needs to charge their implant everyday and by the next morning the implant battery is at 30%. The patient was redirected to their healthcare provider to further address the issue. Pt said that they have an appointment with their healthcare provider to address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.